Event description:
The stent (subject device) was returned for analysis and it was discovered that it had prematurely deployed inside the catheter shaft during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire was noted to be kinked/bent. The stent was returned deployed inside the microcatheter. The stent was noted to be deformed. The stent introducer sheath distal tip was intact. The microcatheter was intact. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during retraction/re-sheathing' was visually confirmed. The second as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that 'the operator used stryker catheter to deliver subject stent and during delivery the stent got stuck at proximal of microcatheter and it could not be advanced. The operator had to withdraw the microcatheter and the stent and used new microcatheter and stent to continue the procedure'. A product condition update was provided which states that 'when the operator retracting the stent, it got deployed at tail of microcatheter. The operator had to withdraw the microcatheter and the stent together'. The stent was returned for analysis in a deployed condition inside the microcatheter. The stent was removed from the microcatheter and noted to be deformed at the proximal (closed cell) end. The introducer sheath was returned and was undamaged. The stent delivery wire (sdw) was also returned for analysis and was noted to be kinked/bent at several points towards the distal end of the wire. Given the location and extent of the damage noted to the sdw, the deformation noted to the proximal side of the stent and the lack of damage noted to the introducer sheath, it is likely that, after initial correct positioning, the introducer sheath may have moved proximally prior to stent transfer. This would have resulted in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under these circumstances the stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred the stent would begin to deploy in this gap and would experience resistance during any further attempts by the user to advance it. The user then informed us that when the stent and sdw were being retracted, the stent was deployed at the tail of the microcatheter. This is aligned with the analysis findings where the sdw had slipped out of the stent as the stent began to retract into the microcatheter hub, resulting in part of the stent still deployed inside the microcatheter lumen. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the 'as reported' 'stent difficult/unable to advance or pullback through catheter', and 'stent deployed prematurely during retraction/re-sheathing' and 'as analyzed' codes 'stent deployed prematurely during use', 'stent deformed' , and 'sdw kinked/bent' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.